Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2022).

Event description:
It was reported that prior to a port implant procedure, the connector of the catheter allegedly broke. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bard x-port isp MRI implantable port, one catheter, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one empty guidewire hoop, one 10.0fr introducer peel-apart sheath, one vessel dilator, one safety infusion set, and one tunneler were returned for evaluation and one electronic photo was provided for review. Gross and microscopic visual were performed. The investigation is confirmed for the reported port stem fracture and identified material separation issues as a complete circumferential break was noted to the port stem. The distal end was not returned. Furthermore, the edges of the complete circumferential break to the port stem appeared to be uneven. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a port implant procedure, the connector of the catheter allegedly broke. The procedure was completed using another device. There was no patient contact.